Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 21mm aortic valve was explanted at implant and replaced with the same model and size aortic valve. Through follow up with the health care provider, it was learned the initial 21mm aortic valve was explanted due to paravalvular leak/regurgitation. The 2nd valve was implanted without issue. The patient is reportedly discharged and doing fine.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: it was learned through follow up with the health care provider that this device was explanted due to paravalvular leak/regurgitation. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). There are several potential causes for regurgitation at implant of a bioprosthetic valve. These include damage to the leaflets or wireform during the implant process, and patient anatomy. In addition, there may have been central regurgitation detected by echocardiography, this is not uncommon in biological valves. This often resolves spontaneously after protamine administration and can be clinically insignificant. Several requests have been made but it is not known if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Without return of the device for evaluation, we are unable to confirm the clinical observation as provided by the surgeon and there is insufficient information to conclusively determine the root cause for explant of this device. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.